Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms in addition to noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) reviewed the atr episodes and discussed that the noise was consistent with oversensing related to the respiratory rate trend (rrt) feature and discussed programming and troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that the root cause of the noise and out of range pacing impedance measurements was not determined. A lead revision procedure was planned for an unknown date in the future.